Event description:
The customer contact reported a separation. The tubing set was being used to deliver and unspecified volume of normal saline via IV push. The male adapter of a syringe was connected to the clave port of the tubing set. It was reported that during delivery of the medication, the tubing separated from the clave port. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.